Manufacturer narrative:
The hospital discarded the implants, therefore no product evaluation can be performed. Review of device history records show the lot released with no recorded anomaly or deviation. The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event, however based on the information provided the surgeon does not feel the reported event is due to the device, but was due to the patient's bone quality. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4). Report one of two for the same event; see also 0001032347-2016-00065. Discarded.

Event description:
The sales associate reported the initial operation to repair the fractured sternum was performed (B)(6) 2015. A revision surgery was performed on (B)(6) 2015 due to loosening of the plate and screws. New screws and plates were implanted. It is reported the surgeon stated the quality of patient bone was poor and the locking of plate and screw did not function. In addition, the surgeon commented that this event did not occur due to the plate and screw. It is reported the facility discarded the plates and screws.